Manufacturer narrative:
After investigation no tears or leaks were found in the fluid path that would result in fluid leaking from the pod. The pod was received with the soft cannula deployed, and the formed needle visible through the exposed portion of the soft cannula. The cannula was kinked at the formed needle tip. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn. The linkage assembly was noted not to be fully retracted. Once the housing was removed, the linkage assembly retracted. Scoring was noted on the inside of the top housing. A misalignment between the top housing and linkage assembly prevented the linkage assembly from properly retracting the formed needle. It could not be conclusively determined if this finding impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 362 mg/dl while wearing the pod between 24 and 36 hours. The pod was worn on unknown location. For treatment, the parent changed out the pod.